Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information provided by the customer. DHR was unable to be reviewed, as the lot number for the device is unknown. The root cause is unable to be determined. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 01886. 0001822565 - 2020 - 01887.

Event description:
It was reported that patient underwent a left hip revision approximately 4 years post implantation due to unknown reasons. During the procedure, the head, neck and stem were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
It was reported that patient underwent a left hip revision approximately 4 years post implantation where the cup, head and head adapter were removed and replaced. Subsequently, the patient underwent another revision approximately 5 years later due to unknown reasons. During the surgery, the head and stem were removed and replaced. Attempts have been made and additional information is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b5; d11; g3; g4; h2; corrected: d6. Implant date unknown. 00771301500 ¿ m/l taper stem ¿ 60757504. 00784800300 ¿ kinectiv neck ¿ 60786701. An updated investigation is in process and a follow-up MDR will be submitted upon completion.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 0001825034 - 2020 - 03995.

Event description:
No further event information available at the time of this report.